Event description:
Call received regarding inability to interrogate device. Sysres was completed without change in status. Patient scheduled for surgery. On day of surgery, sales rep calls tsv. Device remains unable to be interrogated following surgery. No error messages. Device exhibits green flashing light on wand for several seconds then light stops. Programmer stays at implant screen. Sales rep was told to place magnet on device and proceed with surgery same day: return call: distance and wand position were changed. System reset using sysres and attempting to transmit the safe program. No change in status. Device nonfunctional. Recommendation to monitor patient ECG and have external rescue available. Explant recommendation given to sales representative.